Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy test positive ("allergic test to nickel was positive") in a (B)(6) female patient who received essure. On an unknown date, the patient started essure. In (B)(6) 2015, the patient experienced allergy test positive (serious criteria medically significant and clinically significant/intervention required) with eczema and rash. The patient was treated with surgery. Essure treatment was ongoing at the time of the report. At the time of the report, the allergy test positive outcome was unknown. The reporter provided no causality assessment for allergy test positive with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in 2016: allergy test result was positive for nickel, fragrance and clioquinol. It was possible that test of fragrance mix was significant as allergy did not repeat this report is made by bayer without prejudice and does not imply any admission or liability for the incident or its consequences. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-nov-2016 for the following meddra preferred term: allergy test positive, the analysis in the global safety database revealed 3 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible. Undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 25-nov-2016: similar incident listing added to narrative company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and her allergic test to nickel was positive. According to follow up information, the patient experienced trunk eruption twice and eczema under essure and underwent medical or surgical intervention. Essure inserts are still in patient. This event, seen as allergy to metals, is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, eczema and rash. Considering event's nature per se and the absence of alternative explanation, causal relationship between reported event and essure use, cannot be excluded. Upon receipt of follow up information, it was informed that an unspecified medical intervention was required. Although limited information regarding this intervention was provided, this case was then classified as incident. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. Further information could not be obtained despite follow-up attempts.

Manufacturer narrative:
This spontaneous case was reported by a dermatologist and describes the occurrence of allergy to metals ("allergic test to nickel was positive") in a (B)(6) year-old female patient who had essure inserted. In 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals (seriousness criterion medically significant) with eczema and rash. Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter commented: on (B)(6) 2016, the gynecologist saw the patient for follow-up. The patient experienced 2 episodes of allergic reaction for which she saw the dermatologist. It seemed that the patient experienced other episodes of allergy since the last visit to the dermatologist. The patient was fine although essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2016: positive for nickel, fragrance and clioquinol it was possible that test of fragrance mix was significant as allergy did not repeat. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 1-sep-2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 297 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible. Undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the dermatologist is not possible. Most recent follow-up information incorporated above includes: on 30-aug-2017: patient's information was updated and start date of essure was received. Physician stated the patient was fine although essure was not removed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a dermatologist in (B)(6) on 23-aug-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The patient did not experience adverse event but allergic test to nickel performed in 2016 was positive. The reporter did not know if essure had to be removed in view of the positive result of the allergic test to nickel. Follow-up information was received on 14-sep-2016. Case is now considered incident. The patient was (B)(6). The patient was not hospitalized and did not die. The patient underwent medical or surgical intervention. The patient experienced trunk eruption twice in (B)(6) 2015 under essure. Eczema was also reported. Allergological explanation: allergic tests to nickel, fragrance and clioquinol were positive. The patient had no symptoms since previous episode. The regulatory authority number was provided (r1609570). Follow-up received on 23-sep-2016 from dermatologist: to her knowledge, essure was still in place. According to reporter, the gynecologist wanted some advice from her as the patient wanted to remove essure but the gynecologist was hesitant due to technical difficulties. Patient has contact sensitization to fragrance mix which is a mixture of fragrance and clioquinol. It was possible that test of fragrance mix was significant as allergy did not repeat. The reporter will request further information to the gynecologist. Company causality comment this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and her allergic test to nickel was positive. According to follow up information, the patient experienced trunk eruption twice and eczema under essure and underwent medical or surgical intervention. Essure inserts are still in patient. This event, seen as allergy to metals, is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, eczema and rash. Considering event's nature per se and the absence of alternative explanation, causal relationship between reported event and essure use, cannot be excluded. Upon receipt of follow up information, it was informed that an unspecified medical intervention was required. Although limited information regarding this intervention was provided, this case was then classified as incident. Technical analysis is being sought. Further information has been requested.